Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. When the stent was positioned, the physician attempted to inflate the balloon to expand the stent, however, the balloon would not inflate. The physician then pulled negative on the endoflator. While pulling, the physician saw a blood return. The physician thought that the balloon could have ruptured or had a puncture. The device was then removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient did well.

Manufacturer narrative:
Device evaluated by MFR: synergy us mr 2.5 x 24mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a midshaft break 100mm proximal from the port skive. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found proximal struts lifted and pulled distally, struts were crushed and distorted, and the first distal strut was also damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was reported that the balloon failed to inflate. The device was connected to an encore inflation device and water leaked from the mid-shaft break. A visual and tactile examination found multiple hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. When the stent was positioned, the physician attempted to inflate the balloon to expand the stent, however, the balloon would not inflate. The physician then pulled negative on the endoflator. While pulling, the physician saw a blood return. The physician thought that the balloon could have ruptured or had a puncture. The device was then removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient did well.